Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display and a failed battery test alarm. Customer's blood glucose was 136 mg/dl. Customer reported of using lithium battery. Customer also reported that spring inside of battery cap was flat. After troubleshooting, display screen did not return. Customer was advised that battery cap would be replaced and to call back if issue was not resolved.